Event description:
Pt had a left total hip replacement using depuy products. While undergoing this surgery fragments from a #8 flexible reamer tip went into the left femur shaft and were unable to be retrieved. The surgeon was aware and disclosed this info to the pt later on.